Manufacturer narrative:
The physician will continue to monitor the issue. All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The lead was subsequently returned for testing. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned three segments was performed. Visual inspection noted the lead had been severed. Resistance testing confirmed the electrical continuity of each of the three lead segments.

Event description:
Boston scientific received information that at a follow up appointment there was note upon interrogation to check the right ventricular lead. There were no out-of-range measurements and no noise present. No adverse patient effects were reported.